Event description:
Allegedly the component fractured as the patient only turned. He is a very young pt. Normal activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00212.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of the product. (B)(4): evidence that product in specification when used.